Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the hardware low level failure . The customer¿s blood glucose level was 208 mg/dl. Customer states the troubleshooting was performed and they were able to clear the alarm and complete the rewind. The self test was performed and did not passed. Device will be returned for the analysis.